Manufacturer narrative:
An investigation of the reported condition was performed. A review of the device history record was performed for lot during this investigation and no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. There were no product samples returned for evaluation therefore this complaint will be considered unconfirmed and no corrective or preventive actions will be taken at this time. Without a sample, it was not possible to determine the root cause of the reported condition. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/7/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there were 9/each raytec sponges in the pack instead of 10/each.